Manufacturer narrative:
The insulin pump unable to prime during the prime test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm due to motor error alarm.

Event description:
It was reported that the insulin alarmed motor error. The blood glucose reading is 526 mg/dl. The customer has received multiple motor errors. Advised the insulin pump will be replaced. Nothing further reported.